Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician advanced the psr3d within a non-penumbra catheter through a penumbra system ace 68 reperfusion catheter (ace68) and into the thrombus. After engaging the thrombus, the physician withdrew the catheter from the psr3d and the psr3d was then removed. Upon removal, the physician found that a prong on the proximal chamber of the psr3d was broken and a clot was retrieved in the distal portion of 3d but not at the proximal portion. The procedure was completed using a non-penumbra stent retriever and the same ace68; however revascularization was still not achieved. It was reported that a 360-degree curve had to be traversed to access the carotid occlusion. There was no report of an adverse effect to the patient.